Event description:
It was reported that the patient was in the hospital due to an infection. The patient had been recently reimplanted with a vns generator after a previous (B) (6) infection. There was no report of any patient manipulation or trauma that may have attributed to the reported event. The patient's (B) (6) infection developed after re-implant surgery. The patient has a history of (B) (6). Their generator was explanted and the patient is being treated with antibiotics and will have their generator reimplanted in approximately six months. No plans at this time to explant the lead.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.